Event description:
Information received a smiths medical fluid warming/level 1 trauma fast flow systems - h-1000 is going straight to over temp and alarming. Discovered during bench test. No injury or intervention

Manufacturer narrative:
Other text: investigation completed on a smiths medical fluid warming/level 1 trauma fast flow systems - h-1000 complaint of alarming over temperature was confirmed. After the device was started, the temp had stared to rise fast, until 44 degrees were reach on the temp check and the over temp alarm was triggered. This was isolated to pcb board. Action was taken replace the pcb along with a crack, o-rings ,filter was replaced, and the shipping box was damaged.

Event description:
Device evaluation completed and summary in h 10.